Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) with high thresholds. In addition, small r-waves were observed. Review of the ra channel showed variable cycle lengths with av search out to 400 ms with shorter av delay values when not searching. It was also noted that there was an abrupt drop in ra pace impedances from 750 ohms to 450 ohms, however this remains within normal limits. Review of remote monitoring data indicates the device was later programmed to vvi. Additional information received reported that this ra lead was surgically abandoned and replaced due to high thresholds. No additional adverse patient effects were reported.